Manufacturer narrative:
(B)(4). G2: foreign, event occurred in (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an unknown time, the unit was in need of repair as the unit was taking a deep graft. It is unknown if there was a patient impact or if a delay occurred. Due diligence is complete as no further information is available.